Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), and quality control were conducted during the investigation. The complaint device was not returned so a physical examination could not be performed. Since relevant dimensions could not be measured against specification, the device cannot be confirmed to be manufactured out of specification. Additionally, a document-based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device history record (DHR) could not be performed on complaint device as the customer did not provide a lot number. However, review of the sales records to the user facility from 01jan2016 through 29nov2019 found no lot numbers. However, two lot numbers were found to be sold to the same customer group, so those two lot numbers were reviewed. One of the lots showed one potentially relevant nonconformance where one device was scrapped due to an uncaught weld. The other lot showed no nonconformances. A database search revealed no complaints from either lot at the time of investigation. Relevant hookwire subassembly lots were reviewed. One subassembly lot showed one related nonconformance where two devices were scrapped for inadequate solder joints. A second subassembly lot showed two related nonconformances where two devices were scrapped for insufficient solder and one device was scrapped for inadequate solder joint. A third subassembly lot showed one related nonconformance where three devices were scrapped due to inadequate solder joints. A fourth subassembly lot showed one related nonconformance where one device was scrapped due to an uncaught weld. All additional subassembly lots showed no related nonconformances. All nonconforming devices were scrapped, and all remaining devices in the lot underwent quality control activities such as visual and physical inspections of the solder joint. Since these 100% inspection procedures are in place and no other complaints have originated from the two potential lots, there is no evidence that nonconforming product exists in house or in the field. The device is shipped with instruction for use (IFU) which notes: precautions: following hook wire placement, the portion protruding outside of the breast should be taped to the skin to prevent inadvertent movement. Final hook wire position should be confirmed by appropriate imaging modality. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no returned product and the results of the investigation, it was concluded that a component failure unrelated to manufacturing or design issues contributed to the event. Since the hookwire is used as a guide for the surgical excision of lesions, it is possible that the hookwire could be cut during the excision by a scalpel or other sharp tool. However, this possible cause of failure cannot be confirmed without additional procedural information. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 17jan2020 stated the patient required the device for a removal of breast tumor after preoperative marketing of non-palpable lesion.

Manufacturer narrative:
Date of event: unknown. Occupation: deputy director of breast screening. Initial reporter also sent report to FDA: unknown. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an x-reidy breast lesion localization needle was used for preoperative marking of non-palpable lesion in the breast in an unknown patient. The operator reported she ¿thinks the wire got cut close to the barbs.¿ additional information regarding the event and patient outcome has been requested but is currently unavailable.